Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open and the approximating lever broke. The hosp has reported no pt injury occurred.